Event description:
The customer contacted carefusion tech support via email to request an exchange for a problematic user interface module. According to the customer, the screen is totally white. This issue was identified during performance checks, and pre-patient use.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the user facility a replacement user interface module. They also issued a returned goods authorization (rga) # to the user facility for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received on 03/06/2015, and is awaiting evaluation. Once evaluated, a followup medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. After installing the uim assembly onto uim test fixture and was powered on. The assembly booted-up without any white screen as reported. The power was then cycled 10 times and each time the assembly powered on without any issues. Able to reproduce the issue by holding down the expiratory hold dome switch while powering on the uim. This is used for software uploading and initiates communication between the uim and host computer. The uim was then allowed to cycle for 30 minutes and at no point did the screen turn white.